Manufacturer narrative:
The report # 3003721894-2018-00064 is associated with (B)(4), ultra corega cream mint flavor. Ultra corega cream mint flavor is marketed as super poligrip cream in the us. No product complaint investigation was enacted on site as the complaint was closed using cim because it was unrelated.

Event description:
Car accident [automobile accident]. Unspecified neck problem [neck discomfort]. Potential medication error (cannot see the expiration date). [Circumstance or information capable of leading to device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of circumstance or information capable of leading to device use error in a (B)(6) year-old female patient who received double salt dental adhesive cream (ultra corega cream mint flavor) cream (batch number h84l, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega cream mint flavor. On (B)(6) 2018, an unknown time after starting ultra corega cream mint flavor, the patient experienced circumstance or information capable of leading to device use error. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the circumstance or information capable of leading to device use error and product complaint were unknown. It was unknown if the reporter considered the circumstance or information capable of leading to device use error to be related to ultra corega cream mint flavor. Additional details; the patient mentioned that she was not able to saw the expiration date of the product because of her age. The consumer used ultra corega mint flavor and she applied the product in the morning, at 4.00 p.m. The dental prosthesis did not adhere; many times this had happened (probably quality complaint). It was considered potential medication error because the consumer was not able to saw the expiration date and this could lead to medication error. The action taken with ultra corega cream mint flavor was unknown. Follow up was received from the quality assurance department on 23rd feb 2018: on (B)(6) 2018, the patient experienced automobile accident (serious criteria hospitalization). On an unknown date, the patient experienced neck discomfort and product complaint. On (B)(6) 2018, the outcome of the automobile accident was recovering/resolving. On an unknown date, the outcome of the neck discomfort was not recovered/not resolved. It was unknown if the reporter considered the automobile accident and neck discomfort. The patient mentioned that she had a car accident and she was hospitalized from (B)(6) 2018. She was wearing a collar because she has neck problems because of it. She must be on rest. Additionally, quality complaint department shared the investigation report. The response given to the consumer was a 'standard response' that its described in the complaints investigation manual (cim) form gsk consumer healthcare. The date when the cim was created did not correspond to the follow up date. No more information available.